Event description:
The complaint handling unit received a user facility report for medwatch numbered (B)(4) via email on (B)(4) 2013. A copy of the report will be submitted with this report. Additional information has been requested from the user facility but has not yet been received. This report is for one unknown plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Added relevant test data. Added relevant history. Added operator of device. Implant date is unknown day in (B)(6) 2011. Checked "yes" for health professional. Added report sources. Device labeled for single use. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis uf medwatch report attached - not previously submitted.

Event description:
Patient was initially injured in 2002.